Event description:
The patient contacted animas on (B)(6) 2012 stating that the ok keypad button required several presses to elicit a response but click and spring back normally. The patient denied damage to the keypad. The patient wore the pump attached to a belt and cleaned the pump with a damp cloth. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
(B)(4): there is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Evaluation revealed that the keypad was found to be intact. Evaluation revealed that the ok keypad button was intermittently unresponsive and all other keypad buttons responded to presses appropriately. During investigation, evidence of adhesive was found under all keypad contacts. Unrelated to this complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.